Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that a driver was used intraoperatively during a revision/re-exploration of a prior t6-pelvis fusion performed for degenerative scoliosis, in which revision or removal of some set screws or connectors was performed to explore persistent postoperative symptoms. During the procedure, the the tip of the driver broke. Given revision case was not due to medtronic device. The reason for this revision case was patient had an epidural hematoma. There was no patient symptom reported. There were no further complications reported regarding the event.